Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported it was unknown when the event occurred, what actions/interventions were taken to resolve the issue, or whether the event had resolved. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Upon further review, it was determined that patient (B)(4) and (B)(4) no longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend / family member via a manufacturer representative (rep). It was reported that the patient experience discomfort after the deep brain stimulation (dbs) implantation surgery. It was also stated that the lead location behind the patient's ear was swollen and discharged pus.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a friend / family member via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported that the patient was implanted with the device/system on (B)(6)2016 and recently, the wire was found behind the patient's ear drum. It was unknown if there was more than a 50% reduction in symptoms, but it was stated that they "want to improve the symptoms". It is unknown what troubleshooting was performed and the cause of the event was stated to be unknown.